Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04962 and 06132).

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2010 and a revision procedure on (B)(6) 2012, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, loss of range of motion, lack of mobility, elevated metal ion levels, metal poisoning and metallosis. Additional information provided in patient medical records indicate the (B)(6) 2012, revision was due to lack of ingrowth to femoral stem. Additional information received in patient medical records noted that on (B)(6) 2012 patient¿s blood was tested. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.